Manufacturer narrative:
It was reported that, per technician, checked the air pressure and air not holding. Lal not staying inflated. May be small leak somewhere in mattress. After checking valves, hoses, and pump the lal was still showing a low pressure error. No audible alarm was engaged; however, the pump was showing both yellow and red lights. Powered low air loss needs to be replaced. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that, per technician, checked the air pressure and air not holding. Lal not staying inflated. May be small leak somewhere in mattress. Powered low air loss needs to be replaced.